Event description:
During routine maintenance of the cobas ampliprep instrument, the technician was stuck in the hand by transfer tip 2. The extent of injury, if any, was not provided by the customer. The customer reported that the technician was evaluated locally and the event was considered to be a "low risk event." The technician had previously received training from roche on how to conduct instrument maintenance. Transfer tip 2 is used to pipette test reagents and was buffer. It is not used to pipette test samples. At the time of maintenance, the instrument was "on" but in a maintenance mode.

Manufacturer narrative:
Instructions for conducting periodic servicing requirements are provided in the cobas ampliprep operator's manual along with warnings and precautions to be taken during the maintenance. Within the "service" section of the operator's manual specific recommentadions are provided to wear puncture resistant hand protection to prevent possible hand injury. Compliance with this recommendation would have protected the technician from injury.